Event description:
It was reported before using the bd vacutainer® sst¿ ii advance plus blood collection tubes there were gel air bubbles in an unspecified number of devices. There were no health consequences or impacts reported.

Manufacturer narrative:
Investigation summary: bd received(B)(4) samples for investigation. The samples were evaluated by visual examination and the indicated failure mode of gel air bubbles-before use with the incident lot was observed. This is a cosmetic defect which should not impact the efficacy of the tube. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of gel air bubbles-before use was also observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel air bubbles-before use. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.